Event description:
On (B)(6): customer reports receiving a generator malfunction message leading to a loss of fluoro. Customer has provided no patient or procedural info.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.